Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted the complete electrode was returned with set screw marks noted on the terminal pin. Blood/body fluid was noted in the lumens. Very small arcing damage were noted on a few of the filars of the shocking electrode. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Overall, analysis was able to confirm the allegations made against the electrode in the field.

Event description:
It was reported that this electrode had been pulled and dislodged from its original implant position as the subcutaneous implantable cardioverter defibrillator (s-ICD) had been twisted in the pocket. The patient was also reported to have experienced an inappropriate shock. Surgical intervention was performed and the electrode was explanted and replaced. Tissue encapsulation of a portion of the electrode was also noted. No additional adverse patient effects were reported.